Event description:
It was reported that the release handle was inoperable due to breaking off from the stair chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.